Manufacturer narrative:
Medical record review: a patient with a history of recurring deep vein thrombosis contraindicated to anticoagulation had a vena cava filter deployed. Approximately nine months post filter deployment, the patient was scheduled for a filter retrieval procedure. The filter was identified and found to have a small amount of thrombus in it. The doctor proceeded to attempt filter removal; however, the right internal jugular vein appeared to be completely occluded. Approximately nine months one week post filter deployment, the left internal jugular vein was noted to be occluded also and it was preferred to retain the filter for the time being. Manufacturing review: a manufacturing review was performed. The lot met all release criteria.there was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately nine months post filter deployment, the patient was scheduled for a filter retrieval procedure. The doctor proceeded to attempt filter removal; however, the right internal jugular vein appeared to be completely occluded. There was no right internal jugular vein identified but the right subclavian vein was noted. It was stated that the doctor had not performed removal from this site before and the procedure was then terminated without complications. Therefore, no attempt was made to retrieve the filter. Henceforth, the investigation is unconfirmed for the alleged retrieval difficulties as no attempt was made to remove the filter due to the occluded right internal jugular vein. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted precautions: - the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before a bariatric procedure. At some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.